Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number.

Event description:
It was reported by the bd sales rep on behalf of the oncology dept of the hospital that the sr 8 ultrasound system (9770600) image quality is poor and stated as 'very granular and scrambled.' The sales rep stated they attempted to troubleshoot by changing the image filter settings and other image settings as well as imaging with and without a probe cover and was unable to improve the image quality.

Event description:
It was reported by the bd sales rep on behalf of the oncology dept of the hospital that the sr 8 ultrasound system (9770600) image quality is poor and stated as 'very granular and scrambled.' The sales rep stated they attempted to troubleshoot by changing the image filter settings and other image settings as well as imaging with and without a probe cover and was unable to improve the image quality.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image quality is poor is unconfirmed. The scanner was evaluated with the model 550 phantom and the image was found to be normal for a sr 8 scanner with the 20 mm gt probe. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed one other similar complaint(s) from this serial number.